Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency ¿rupture¿ on unknown side. The device remains implanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
A healthcare professional reported right side rupture diagnosed via ultrasound. Healthcare professional reported "adenopathies in armpit". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Non-penetrating nicks observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported right side rupture diagnosed via ultrasound. Healthcare professional reported "adenopathies in armpit". The device has been explanted and replaced.